Event description:
During a lower anterior resection, during firing of the instrument the feedback is not clear. After firing, the instrument can not move out of the rectum. After the test, the tissue at the 6 o'clock position was not cut off. The physician finished the procedure with hand sewing.